Event description:
Skin looked like a bad sunburn [erythema]. Feeling of pins and needles on skin [paraesthesia]. Urticaria [urticaria]. Case description: spontaneous report received on 03-mar-2010 from a (B)(6) male pt, initials (B)(6), whose relevant medical history included osteoarthritis and previous treatment with orthovisc in (B)(6) 2009 after which he experienced erythema, paresthesia, and urticaria. The pt received his first injection of synvisc in both knees on (B)(6) 2010. One week after receiving the injections, the pt experienced "skin problems:" a feeling of pins and needles on his skin and his skin looked like it had a bad sunburn. He was treated with a cortisone injection, oral prednisone, and zyrtec. The pt's dermatologist told him he had urticaria. The pt experienced a "similar response" when he received orthovisc in (B)(6) 2009 and that reaction lasted about 1 month. The pt received his second and third synvisc injections in both knees on (B)(6) 2010, respectively. As of the date of receipt of this report, the pt's symptoms were continuing. No further info was provided. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.